Event description:
It was reported that a blocker loose in soft tissue of a patient from l4-s1. X-ray confirms there is a loose blocker from what appears to be the right s1 screw. Surgeon is currently planning to take patient back to or to remove loose blocker and reimplant a new one.

Manufacturer narrative:
Method: risk assessment; device was not returned and lot# was not provided, device inspection, device history review, and complaint history review could not be performed. Without the device evaluation, the exact root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that a blocker loose in soft tissue of a patient from l4-s1. X-ray confirms there is a loose blocker from what appears to be the right s1 screw. Surgeon is currently planning to take patient back to or to remove loose blocker and reimplant a new one.